Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the batteries and allowed them to charge overnight. The stm then performed a system checkout and all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that before use on a patient the cardiosave intra-aortic balloon pump (iabp) was experiencing battery charging issues. There was no patient involved, and no adverse event was reported.